Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was placed with an impella 5.5 on 3/9/26 without complication via surgical right axillary/subclavian artery. No left ventricle thrombus was appreciated on transesophageal echocardiogram (tee). The impella 5.5 device was on at 21:43. Tee during implant showed normal positioning in mid ventricular space. Bedside reported about purge flow and pressure changes at 01:59. Flow and pressure were within normal limits. They replaced the purge cassette which did not resolve the issue. Early morning, a red alarm for purge system blocked occurred at 04:07 on 3/10/26. The intensivist was familiar with their bedside troubleshooting protocol. Tpa was ordered. The registered nurse disabled audio for alarms with guidance. The patient's outcome was stable. Additional information was received. The pump was removed and is being returned for evaluation.

Manufacturer narrative:
Updated information: d1. Brand name updated, d9. Device return date added.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was biomaterial build up as evidenced by the log analysis showing gradual rise in purge pressure and returned product analysis not reproducing issue likely as a result of tpa clearing biomaterial after being added to the purge during support